Manufacturer narrative:
Device evaluated via simulated use testing and confirmed the reported issue. Probe disassembled, further testing determined a failed vacuum sleeve was the cause of the shaft frosting.

Event description:
Two probes frosted during pretesting. Complaint 1 of 2.